Event description:
During placement of a ivc venogram, the transjugular stiffening cannula, sheath and dilator would not advance over the superstiff amplatz guidewire. The dilator was split and splintered.